Event description:
Alleged event: healthcare professional reported of the left side non-abbvie device: "saline rupture". Later healthcare professional reported "capsule was thickened and contained calcification". The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1761, 1924. Device: 1546, 1524. Ref: mw5190214. This report captures device # 1.